Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother called to report a hospitalization due to high blood glucose. Caller stated that customer is having a lot of highs and she feels the insulin pump is not working correctly. The blood glucose reading at the time of the event was 572 mg/dl. Customer was admitted. Nothing further reported.